Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately 20 days. Through follow up, the surgeon indicated that the patient expired from cardiogenic shock. Per the discharge summary received, the patient expired due to the following: " respiratory failure secondary to lack of clearing secretions and weakness. Status post coronary artery by pass surgery for coronary disease and status post mitral valve repair. Status post ventricular fibrillation arrest after the above. Hepatic encephalopathy secondary to possible anoxic brain injury from complications of number two and three." There were no apparent complications reported. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. There is no information suggesting that the valve was explanted from the patient post-mortem. There are multiple etiologies of cardiogenic shock; however, with the information provided, the root cause of this event cannot be conclusively determined. The discharge summary indicates that there "were no apparent complications" at the time of death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.